Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported revision surgery of hip. Ball disassociated from stem of left hip during a gardening activity.

Manufacturer narrative:
An event regarding disassociation involving a ceramic head was reported. The event was confirmed through the medical review. Method & results: device evaluation and results: the device was not returned for analysis however a photo was provided. Some scratching was identified on the base of the head, the device was otherwise unremarkable. Medical records received and evaluation: a medical review was performed and concluded "no evidence is available to suggest that device-related factors have played a role consistent with the description of the failure scenario and the normal appearance of the femoral head on the explant photograph. This case is not device-related. "Cup malposition in very low inclination of 22° contributed to a much increased dislocation risk, triggered by the patient¿s gardening activity. Once dislocated, the hip was so far dislocated in proximal direction that attempts at closed reduction failed due to the femoral head becoming entrapped behind the sharp exposed rim of the cup in malposition resulting in disassociation of the head after further traction on the leg." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "cup malposition in very low inclination of 22° contributed to a much increased dislocation risk, triggered by the patient¿s gardening activity. Once dislocated, the hip was so far dislocated in proximal direction that attempts at closed reduction failed due to the femoral head becoming entrapped behind the sharp exposed rim of the cup in malposition resulting in disassociation of the head after further traction on the leg." There was no evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Rep reported revision surgery of hip. Ball disassociated from stem of left hip during a gardening activity.